Event description:
It was reported that the pump displayed check syringe flange sensor, and it was found out before infusion. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed an error "check syringe flange sensor". The device was visually inspected, found that there were cracked left and right plunger case. Complaint confirmed by checking the alarm history. The device is repaired by replacing the optocoupler, ear clip and ear clip spring. Replaced the left and right clutch, worm gear, worm coupling and motor for preventative maintenance. Replaced the left and right plunger case because they are cracked. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump is calibrated and greased and reset to standard configuration. The device passed all functional testing after repair.